Event description:
It was reported that this implantable pacemaker was explanted due to a loss of capture. A new device was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information upon completion of analysis.